Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A sentrant sheath was being used as an accessory device during an unknown procedure. It was reported during the index procedure, that the 16fr sentrant sheath was found to be unusually stiff and the physician was unable to advance it into the femoral artery. Due to this difficulty to insert, bleeding and prolonged procedure time were reported. The sentrant sheath was replaced with another manufacturers device and the procedure was completed without issue. As per the physician, the cause of the event was due to a product issue. No additional clinical sequalae were reported and the patient is fine.

Manufacturer narrative:
Additional information received: the physician reported that patient anatomy was unlikely to have contributed to the event and that this sentrant device's performance differed from the usual. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary; the sheath and dilator were received for analysis. There was no deformation visible to the dilator. A slight indentation was observed at the tip of the sheath. Material lifting, and deformation was observed at around the tip of the sheath. The lifting and deformation observed indicated the sheath was stubbed during advancement. There was no further damage observed to the sheath. There were no issues noted during device analysis that would have hindered advancement of the sheath. If information is provided in the future, a supplemental report will be issued.